Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 4 june 2015. The fse replaced the injection valve filters, as they looked very worn. Fse also replaced the pump filters and the tubing as it had a small leak due to not sealing from the filter housing to the preheater. Fse also replaced the 6-way valve and ran a rack of samples, calibrators, and controls successfully. The g8 was working as intended. No further action required by fse. The probable cause of the event was related to the rotor seal.

Event description:
On (B)(6) 2015 a customer reported that they were receiving low pressure errors with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. Customer performed several drain flushes and the pressure returned to normal but no resolution. At the time of the call, customer was running a rack and her pressure was 10.7. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1 for patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.